Event description:
It was reported that the device is heating. Report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was returned for service. During service, technician found damaged bearings was found normal wear. Bearing is default, it was hot. Bearings ball was rusty. Coupling and bearing were replaced.